Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the loading unit was loaded in the device and just fell out during the case. There was no patient injury.